Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analzyed. Preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that the device was no longer pacing. It was further reported that both the atrial and the ventricular lead had high impedances, out of measurable range. It was reported by the patient that the device had sustained blunt force trauma directly to it earlier in the year. A monitor transmission showed that the patient has third degree heart block. The device was removed and replaced. The leads remain in use. No patient complications have been reported as a result of this event.